Manufacturer narrative:
Eval summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identified a root cause. Not enough info was provided from the account for further investigation. Additional info has been requested. (B)(4).

Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgery, he cannot see clearly and the image he sees with shadows. Additional info has been requested. There are two medical device reports associated with this event. This report is for the second eye.